Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed due to recurring incontinence from urethral atrophy. The patient symptoms began in (B)(6) 2020 . A new artificial urinary sphincter cuff component was implanted. The patient outcome was reported as good.